Event description:
No additional information provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information. Investigation :it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip - tilt, vc perforation, unable to retrieve, pain". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain is directly related to the filter. The lot number is unknown but the device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference# 3002808486-2018-01197. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc. Informs that all future submissions regarding this complaint will be handled under manufacturer report reference#. Occupation: non healthcare professional. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received two implants on (B)(6) 2012 via the left common femoral vein due to deep vein thrombosis and pulmonary embolism. Per implant report on the first filter (subject of this report), "the filter did not expand upon deployment, rests against the right lateral wall of the ivc. Attempts to fully deploy the filter struts with multipurpose catheter and guidewire were unsuccessful, and snares including an amplatz and triple loop snare were also advance in an attempt to retrieve the filter. These initial attempts were unsuccessful. Therefore, decision was made to place an additional filter (1820334-2018-03878), both for prophylaxis against recurrent thromboembolism as well as to trap any potential migration of the firth non deployed filter.". An retrieval attempt was performed on (B)(6) 2013, but was reportedly unsuccessful as the filter could not be removed from the wall. Patient is alleging "tilt, vena cava perforations, and device unable to be retrieved". Patient further alleges "constant pain where filter was inserted and constant pain in right leg".